Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported clinician stated that 5-6 years ago had issues with communication errors with iui connectors needing to be replaced due to damage from cleaning wipes. This was reported to bd representatives during their site visit. There was no information on patient involvement.